Event description:
It was reported that the customer received a failed battery test. Advised the customer to clean the battey cap contacts with a cotton swab and isopropyl alcohol. Advised to discontinue the use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
.